Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed err214 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.